Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using a prismaflex control unit and two units of prismaflex tpe 2000 set, a blood leak detection alarm was triggered. A blood loss of 180ml was reported. The extracorporeal blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection of the picture showed the reported alarms "blood leak detected". However, one picture also shows one of the involved sets was installed on the prismaflex control unit with its blood leak detector (bld) tube not inserted in the blood leak detector, and another tube, from an unknown origin, was installed in the bld. The reported problem could not be confirmed from the pictures. The batch manufacturing record review confirmed there was no manufacturing nonconformity recorded regarding this lot number. The batch review found that this batch met release requirements. Should additional relevant information become available, a supplemental report will be submitted.